Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a primary breast reconstruction surgery with implantation of an undisclosed breast tissue expander. Post-operatively, the patient was diagnosed with a deflated right tissue expander after an in-office visit with a medical professional. As a result, the patient underwent removal and replacement with a 560cc mentor memorygel breast implant on (B)(6), 2022. After removal the surgeon noted a tear where the buffer zone is.

Manufacturer narrative:
On april 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. On the device the lot number was provided and as such the identity of the device was provided. Device: 650cc artoura breast tissue expander: catalog: smxp130ruh, lot: 9431858. An evaluation was completed on april 27, 2022. Mentor then conducted a visual inspection, leak test and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage was observed on the tissue expander. Leak testing was performed in accordance with mentor procedures, and a tear was observed at the juncture on the anterior patch. Additionally, no other leaks sites were observed. A microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing; therefore, the shell thickness was not measured. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).